Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip of the screwdriver broke off. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: tip of the screw driver broke off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) user applied excessive force to the instrument, 2) screw inserted at an angle, 3) incorrect size of screw for tunnel/graft, 3) use in hard bone, or 4) driver not fully inserted into screw. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the tip of the screwdriver broke off. The broken piece was retrieved and the procedure was completed successfully.